Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer or doctor had pulled out the sensor and the electrode was missing from the sensor.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.